Event description:
As reported, the patient had an initial left tsa on (B)(6) 2022. The patient was revised on (B)(6) 2023, due to periprosthetic joint infection. A cement spacer was inserted to treat the infection. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. D10: (B)(4), 300-01-09, equinoxe, humeral stem primary, press fit 9mm (B)(4), 320-10-00, - equinoxe reverse tray adapter plate tray +0 (B)(4), 320-15-01, eq rev glenoid plate, (B)(4), 320-15-05, eq rev locking screw, (B)(4), 320-20-00, eq reverse torque defining screw kit, (B)(4), 320-20-18, eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(4), 320-20-22, eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(4), 320-20-26, eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(4), 320-20-26, eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(4), 320-38-03, equinoxe reverse 38mm humeral liner +2.5, (B)(4), 321-52-10, 3.2mm k-wire, thd, short 2 k-wires per pack, (B)(4), 531-55-88, ergo gps 3.2mm drill kit sterile, (B)(4), 531-78-20, shoulder gps hex pins kit 1000222019, (B)(4), gps implant kit v2.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.